Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages/damaged wires/asystole event) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. In the monitor's belt receptacle, the wire to pin 5 was cut, causing the failure. The root cause for the cut wire was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient was experiencing adjust belt messages and had experienced a false asystole event.